Event description:
The initial reporter questioned low results for multiple patient samples tested for crej2 creatinine jaffé gen.2 (crej2) and ca2 calcium gen.2 (ca2) on a cobas 8000 c (701) module. The customer provided examples of discrepant results for 2 patient samples tested for crej2. Patient 1: initial result was 6 mg/l. The sample was repeated with results of 11.2 mg/l and 10.5 mg/l. Patient 2: initial result was 4.5 mg/l. The sample was repeated with results of 7 mg/l and 8 mg/l. No questionable results were reported outside of the laboratory. The c701 module serial number was (B)(6).

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
A reagent issue can be excluded as the correct rerun was performed with the same reagent. Upon review of the alarm trace, a reagent pipetting alarm occurred. The field service engineer found a broken drive belt on the reagent pipettor arm. The assembly was replaced and re-adjusted. The tests and analyzer were confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.